Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as it were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to not getting pain relief from the device. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.